Manufacturer narrative:
Follow-up (4/25/2014)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/12/2014 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/reporter contacted lifescan (lfs) (B)(4), alleging that the onetouch ultramini meter is giving inaccurate erratic readings of ¿7 and 2 mmol/l.¿ this complaint is classified according to the documentation of the customer care advocate. Based on the alleged inaccurate issue, the patient increased her insulin from 10 units to 12 units last sunday. The patient reportedly awoke on monday morning at 5 am, sweating and finding it difficult to move. Her husband treated her with food. The patient was fine not long after the treatment. During troubleshooting, the reporter confirmed the readings were taken within the 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. This complaint is being reported because, the patient had symptoms suggestive of hypoglycemia after she reportedly took insulin treatment based on the lfs meter reading. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/01/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to be overlabelled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.